Manufacturer narrative:
An abdominal rash was reported. Due to this, medrol dose pack and cream was used. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Contact dermatitis.